Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported check syringe plunger sensor alarm was found in the event history log (ehl). The alarm was also reproduced during power up. The customer reported product problem was therefore confirmed. The alarm was produced because the right flipper was intermittently stuck when the plunger lever was pressed and released. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump produced a check syringe plunger sensor alarm. No patient injury or complications were reported in relation to this event.